Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information: photo received for review.

Event description:
It was reported that before an unknown procedure, it was found the device was not the one that should be contained in the kit (2h12lp missing from kit and extra b12lt in it's place instead). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.